Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited t wave over-sensing. Programming changes were suggested but no intervention was reported. Patient condition was stable.